Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening crack and delamination of the valve. Leak test and microscopic analysis was performed which identified, opening crack, delamination total of the valve, brown particles inner device and fill channel and wear abrasion. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure). And a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.